Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the er420 was used due to the large size of the cystic duct. The surgeons reported the clip fell out of the jaws and scissoring of the distal tip. The surgeons also felt that the clip was not as secure as the er320.